Event description:
It was reported that the mobile power unit's patient cable was loose at the rubber end around the black and white connector. The bottom cover of the unit was damaged and cracked near power inlet. The handle was also damaged.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the patient cable and damage to the mpu housing were confirmed via visual analysis. The heartmate mobile power unit (serial #: (B)(6)) was serviced on 17dec2021 at the abbott european distribution center (edc) and no log files were submitted. The patient cable was observed to have a loose cable sleeve by the white and black power cable connector, and a damaged housing was observed as well. The unit was able to pass all testing, the patient cable was replaced, and the housing was replaced. The unit was placed in the abbott rental pool after being serviced. The root causes of the reported damage were unable to be determined. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.